Event description:
It was reported that the patient¿s stimulation was intermittent. It was noted that the patient was expressing an issue with the stimulation and that it was going ¿in and out¿ and didn¿t seem to correlate with any positional changes. It was noted that this began a few months prior to the report and there were no falls or trauma. It was noted that the patient was getting good coverage outside of this issue. It was further noted that the impedances were checked and they were all within normal range. It was noted that the manufacturing representative could only run the impedances at 0.7 v because when she tried them at 3.0v, the patient was getting a shocking, in that ¿the stimulation was too high for comfort.¿ it was noted that a longevity calculation was performed and determined and estimated life of 100 months. Additional information received reported that the patient was experiencing intermittent stimulation and no cause was identified. It was noted that the manufacturing representative made some changes to the programming and the patient ¿liked the changes and was receiving effective therapy at the end of the reprogramming session.¿

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3887-33, lot# v205718, implanted: (B)(6) 2009, product type: lead. Product ID: 3708360 serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).